Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was not determined why the trolley fuse tripped. However, the device worked normally after replacing the fuse of the trolley. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center trolley fuse tripped when the power cord was connected to the wall. Upon inspection it was observed that the device has intermittent power issue with a blown fuse. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.